Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, zebra printer was printing too light and required darker print adjustment. However, there were no delay to patient care and adverse events or injuries reported based on this incident.

Manufacturer narrative:
E.1 initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the zebra printer was printing labels too lightly and required increased print darkness. A field service engineer (fse) addressed a complaint that the zebra zd411 printer was producing barcode labels that were too light to scan. Printer settings were adjusted to increase print darkness, and the darkness level was set to 24. The customer printed and verified labels, confirming that were readable and scannable. The system functioned as intended after field service engineer repaired the device.